Event description:
It was reported that during preparation for a ptca procedure, the shaft of the liberte monorail coronary stent delivery system broke. This device had no patient contact. The procedure was completed with another of the same devices.